Event description:
In 18-nov-2019 the field service engineer did the preventive maintenance job. When running rosario_win it closed the window of rosario_win and kinever. If couldn't communicate with robot arm. After restarted the system sometimes. Rosario_win could run only 1-3 times. Reinstalling the software, it didn't work well. Only 5-10 percent of tests, it could work well. Then closed kineverif. Tested it again and again, it could work well. But after restarting the system, it couldn't work.

Manufacturer narrative:
DHR review and review of complaint history were not performed based on the low severity of this complaint. This analysis concluded that manipulations have been performed in order to solve the issue but it was found that the network rtx card was not installed properly during investigation of the pc at manufacturing site. Most probable root cause is that the distributor tried to change the network rtx card and it was not performed correctly. That is why the rosario win could not work anymore and more globally, it is the cause for the impossibility to make the arm run in maintenance session. Corrected data: - b4 date of this report - g4 date received by manufacturer - h2 if follow-up, what type - h3 device evaluated by manufacturer - h6 event problem and evaluation codes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
In (B)(6) 2019 the field service engineer did the preventive maintenance job. When running rosario_win it closed the window of rosario_win and kineverif couldn't communicate with robot arm. After restarted the system sometimes. Rosario_win could run only 1-3 times. Reinstalling the software, it didn't work well. Only 5-10 percent of tests, it could work well. Then closed kineverif. Tested it again and again, it could work well. But after restarting the system, it couldn't work.